Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital after hearing a lead integrity alert (lia). A device interrogation indicated oversensing of artifacts and short interval counts (sic) on the right ventricular (rv) lead, along with episodes of non-sustained ventricular tachycardia (ns-vt) and variability in the r-wave measurement. A connection issue due to a setscrew problem was suspected and a revision procedure was scheduled to verify the connection between the device and lead. The physician commented after the rv lead extraction that the superior vena cava (svc) coil "appeared to be fractured." The rv lead is no longer in use and the status of the device is unknown at this time. No patient complications have been reported as a result of this event.